Manufacturer narrative:
Medical product: catalog#: 00771101140; lot#: 63201856; femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset reduced neck length. Catalog#: 00875101240; lot#: 64551639; liner neutral 40 mm i.d. Siz.e kk for use with 56 mm o.d. Size kk shell. Catalog#: 00875705601; lot#: 64630388; shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners. The manufacturer received source document, surgical report for review. Theses will be reviewed as part of ongoing investigation. The manufacturer did not receive x-rays. The manufacturer did not receive the device for investigation, as still implanted. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient experienced severe pain and was diagnosed with trochanteric bursitis approximately 6 months post implantation. The surgeon recommended physical therapy, rest, and ice. The outcome was tolerated, and the patient showed improvement at the 1 year follow up with moderate pain.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient underwent initial right total hip arthroplasty performed (B)(6) 2020. Subsequently, at the 6 month follow up, the patient reported severe pain and was diagnosed with trochanteric bursitis. The surgeon recommended physical therapy, rest, and ice. The outcome was tolerated, and the patient showed improvement at the 1 year follow up with moderate pain. Harm: s3 - pain or ache, moderate hazardous situation: reported issue is not device related. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Medical records: medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent an initial total hip arthroplasty on (B)(6) 2020 due to osteoarthritis. Zimmer biomet components were implanted without any complications. Subsequently, the patient had severe pain and trochanteric bursitis. The physician recommended seeing a pt along with icing the hip and more rest. No other finding/complication related to the reported event was noted. 3. Product evaluation: the product was not returned; therefore, device evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Sterilization certificate: the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot number has been reviewed and was found to be according to specifications. 5. Conclusion: it was reported that the patient underwent initial right total hip arthroplasty performed (B)(6) 2020. Subsequently, at the 6 month follow up, the patient reported severe pain and was diagnosed with trochanteric bursitis. The surgeon recommended physical therapy, rest, and ice. The outcome was tolerated, and the patient showed improvement at the 1 year follow up with moderate pain. The quality records show that all specified characteristics have met the specifications valid at the time of production. In addition, the sterilization certificate was reviewed and found to be according to specification. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The investigation revealed no evidence that the femoral head could have led or contributed to the reported event. It is possible that patient- and/or procedure-related factors led to the reported event. Nonetheless, based on the information provided, no specific cause could be determined. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.